Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application experienced an "unexpected error" every time the host tablet timed out between sessions while the application was running. Troubleshooting steps were advised to include guidance that the application needed to be properly closed when not in use to prevent the error and steps on how to do so were provided which resolved the issue. There was no patient involvement.